Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the metal on the tip of the force bipolar instrument was damaged. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a dislodged grip tang near the base of the grip tip. The complaint regarding the metal on the tip was damaged was confirmed by failure analysis. The probable root cause of dislodged grip tang is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.